Event description:
During a routine hemodialysis treatment, the cycler produced a therapy fluid occlusion alarm. During troubleshooting, the operator found that the frangible of the dialysate bag was not broken as directed in the user's guide to break the bag's seal. The operator was unable to resolve the alarm therefore the cartridge was discarded resulting in an estimated 190 cc blood loss. No pt symptoms were reported. Two units packed red blood cells were administered for a hgb decrease after the event. No other medical intervention was required.

Manufacturer narrative:
The cycler alarmed appropriately to a dialysate flow blockage. This was caused by the operator's failure to break the dialysate bag's seal. There is no evidence of a device malfunction. The user's guide contains adequate information regarding probable causes of cycler alarms and operator actions to resolve these. Nxstage medical considers this report closed.